Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl, "fell and hit [their] head, requiring hospitalization, surgery, [and] staples". Low bg cause was not known. Customer consumed carbohydrates to address the issue and went to the emergency room via ems (emergency medical services). Customer was subsequently admitted to the hospital. No additional information regarding this event was provided. Recommendation was made to consult with a healthcare provider regarding diabetes management.